Event description:
The customer reported the hospital had a power outage for several hours. The ventilator switched to backup battery power which subsequently became depleted upon extended use, causing the ventilator alarm to shut down. The customer reported the ventilator was in use on a patient, and there was no patient harm. During further investigation into the event, it was reported by the nurse in the patient's room that the ventilator was not plugged into an emergency power outlet. Upon loss of power during the outage, the ventilator switched to the back up battery and functioned to specification unitl it became depleted, which resulted in the ventilator shutting down and alarming. The patient was removed from the ventilator while it was plugged into an emergency power outlet. The customer reported the ventilator did not power on when they allegedly restored power. The ventilator diagnostic log revealed the backup battery had become depleted and the ventilator had insufficient power to power on. The hospital biomedical technician reported he tested both the ventilator and the backup battery, both of which performed to operating specifications. The customer decline further service by a respironics service technician.

Manufacturer narrative:
Customer declined service by respironics.